Event description:
It was reported by the neurologist that she believed that the patient had vocal cord paralysis as a result of the vns implant procedure. This was discovered at the patient's follow-up visit when the neurologist was to enable vns stimulation. The patient has visited an ent for evaluation of the injury. Follow-up with the physician's office has found that the patient is currently improving but still hoarse. Vns stimulation is now enabled and the patient is tolerating stimulation well. No interventions are planned. No device failure is suspected.